Event description:
It was reported that 7-in pressure rated set w/ maxplus tubing pulled apart and leaked. The following information was provided by the initial reporter: material no: mp5303 batch no: unknown. It was reported the j loop tubing broke or pulled apart from the screw-end closest to the patient resulting in leakage. (B)(6) 2020 7:42 am by not authenticated: the patient had cefepime running and was found about 45 minutes later to have the floor and bed wet because the j loop tubing broke or pulled apart from the screw-end closest to the patient. It is unknown how much medication the patient received. In addition, the peripheral IV was wide open for the period of time the tubing broke. Date: (B)(6) 2020 06:45 am harm?: yes, patient did not receive full dose of medication/antibiotics. Per customer email response: confirmed time of the event is 06:45. Then comment was written at 07:42. It was unknown how much of the medication the patient received so he did not got another dose. No additional medical intervention could be taken, due to uncertainty if the medication was the delivered. However, if he truly missed the dose of antibiotics because of leaking then it causes delay in recovery as well as puts the patient at increased risk for antibiotic resistance.

Manufacturer narrative:
The following field have been updated with additional information: d.11. Concomitant products: 8100; 8015; 2426-0500; 11448964. H.3. Device evaluated by mfg?: yes. H.3. Reason device not evaluated: other. H.3. Reason device not eval: see h.10. Investigation summary: evaluation statement: the customer reported the j loop tubing broke or pulled apart from the screw-end closest to the patient (identified as male luer) resulting in leakage. Received were the following used samples- 1)separated pressure rated set model mp5303 lot unknown, 2)primary set model 2426-0500 lot unknown, 3)secondary set model 11448964 lot unknown, 4)(bag 1) 1/2 full non-bd (baxter) 250ml infusion bag 0.9% sodium chloride injection usp lot y339667 exp oct21, 5)(bag 2) empty non-bd (baxter) 100ml infusion bag 0.9% sodium chloride injection usp lot p398909 exp 8/07/20 (affixed label), 6)empty non-bd (sagent) vial cefepime for injection, usp 1 gram per vial lot 108808c exp 03/2023, and 7)non-bd catheter. The samples were received attached to each other: bag 1 to primary set drip chamber spike. Bag 2 to secondary set drip chamber spike. Vial to bag 2. Secondary set's male luer to primary set's top smartsite port. Primary set's male luer to pressure rated set's maxplus. Pressure rated set's male luer to catheter. The separation on the pressure rated set was at the engagement of the tubing p/n tndp0052-5.5" and male luer p/n 620-00033 components. The set was visually inspected for damages to the components. No other issue was observed. No issues were observed on the primary and secondary sets. No functional testing was necessary due to the obvious separation. Visual inspection under magnification of the separated tubing end observed insufficient solvent traces. When aligning the separated tubing end's depth with the male luer, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter observed it was within specification of 0.144 ± 0.003 inches. Further visual inspection of the male luer opening observed no issue. Further handling/tug of the rest of the set's tubing engagements observed no separation. Equipment used (inspection and measurement performed on 20sep2020): ram optical instrumentation/eq08204/calibration due date 05feb2021 caliper/eq02784/calibration due date: 19dec2020 the device history record for set model mp5303 could not be conducted due to no lot number being provided. Root cause analysis: the customer's report that the tubing broke/pulled apart from the male luer and resulted in a leak was confirmed. The cause of the leak was due to the set separation. The root cause of the separation was identified as due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Investigation conclusion: the customer's report that the tubing broke/pulled apart from the male luer and resulted in a leak was confirmed based on visual inspection of the as-received pressure rated set sample. The separation was at the engagement of the tubing and male luer components. Visual inspection under magnification of the separated tubing end observed insufficient solvent traces. Further inspection when aligning the separated components observed a gap indicating that the components were not properly attached. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. No issues were observed on the primary and secondary sets. Bd manufacturing facilities are aware of insufficient solvent on critical joints. At this time, this is considered an isolated event. This issue will continue to be monitored for an increase in frequency.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7-in pressure rated set w/ maxplus tubing pulled apart and leaked. The following information was provided by the initial reporter: material no.: mp5303, batch no: unknown. It was reported the j loop tubing broke or pulled apart from the screw-end closest to the patient resulting in leakage. (B)(6) 2020 7:42 am by not authenticated: the patient had cefepime running and was found about 45 minutes later to have the floor and bed wet because the j loop tubing broke or pulled apart from the screw-end closest to the patient. It is unknown how much medication the patient received. In addition, the peripheral IV was wide open for the period of time the tubing broke. Date: (B)(6) 2020 06:45 am: harm?: yes, patient did not receive full dose of medication/antibiotics. Per customer email response: confirmed time of the event is 06:45. Then comment was written at 07:42. It was unknown how much of the medication the patient received so he did not got another dose. No additional medical intervention could be taken, due to uncertainty if the medication was the delivered. However, if he truly missed the dose of antibiotics because of leaking then it causes delay in recovery as well as puts the patient at increased risk for antibiotic resistance.